Event description:
Customer called to report the sensor would crimp up and not work properly. Blood glucose reading was 140 mg/dl. Customer stated that the insulin pump alarmed for sensor error. The customer stated that his blood glucose reading would be between 70 and 80 mg/dl when the insulin pump would alarm for low blood glucose. Advised to speak with a health care professional on adjusting the settings on the insulin pump. The customer stated he had made some changes on his own and it had improved the situation. Customer declined troubleshooting for the alarms. The customer stated that the issue is with him and finding a good place to insert the sensor without hitting muscle. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.